Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported, a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was treated with a 1 gram loading dose injection of vancomycin and 1 gram injection fortum (frequency not reported). At the time of this report the patient was recovered from this peritonitis event. No additional information is available.